Event description:
Received a call from a coroner trying to identify a man who was struck and killed when he tried to beat the train across the tracks.

Manufacturer narrative:
The consumer information, device serial number, and production date are not available. The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.